Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the battery had burn marks on it. There was no patient involvement.